Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient has been busy and didn't have a chance to call back. The patient has an appointment with her healthcare professional (hcp) on (B)(6) 2018, to check the implant. It was also reported that the programmer won't do telemetry with or without the antenna attached. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that patient noticed she was getting poor communication and mentioned she had a uti in (B)(6) and noticed a change in symptoms then, which was normal with a uti. Patient mentioned following uti, symptoms got better, and then began again in (B)(6). Patient indicated that she did not feel falls/trauma may have contributed to return of symptoms and broken leg in november were related to device. The patient changed patient programmer (pp) batteries, and tried connecting pp with implantable neurostimulator (ins) both with and without antenna. The patient confirmed she thought ins longevity may be a consideration of loss of therapy, and mentioned she already called and left message with health care provider (hcp).the patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.